Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-21046. Reference MFR. Report: 1627487-2015-21047. The patient (B)(6) received four leads, two of which have the same lot number (model 3156). It was reported the patient experiences pain in the coccyx region with stimulation. The patient declined reprogramming. Per the physician's advice, the patient turned off stimulation for a few days which resulted in an improvement. Follow-up identified the patient is considering an explant. The event date and implant date of the reported devices is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.